Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call indicating that they had no delivery alarm during bolus,basal rate,fixed prime. The customer's blood glucose was 13.3 mmol/l. The customer reported that the alarm was resolved by set, reservoir or complete set change.